Event description:
It was reported that the patient was experiencing quite a bit of pain. The patient had a surgical procedure (unrelated, to stretch the patient¿s esophagus) and thought the implantable neurostimulator (ins) was supposed to be shut off. The patient was also having sharp pain in the lower back, around the tailbone and ¿right in the middle.¿ it was mentioned that sometimes when the patient coughed, she felt the pain go up her spine, by the implant site and along the tailbone. The pain was not constant and was stimulated by coughing or ¿some type of wiggle movement.¿ the patient moved to the bed and moved the wrong way, which caused pain. The pain was said to have begun last thursday, after the surgical procedure. It was further stated that after the procedure, the healthcare provider (hcp) moved the patient around and the patient was unsure if that caused the pain. The patient¿s friend decreased stimulation to 3.3 volts and the patient thought it seemed to be ok. It was also reported that the patient attempted to turn on the patient programmer and it did not turn on. The patient changed the batteries and the patient was able to sync the ins. The patient was on program 2 at 3.5 volts. It was stated that the patient felt stimulation and had to urinate all the time. The patient also had to force the urine to leave. It was noted that the patient had spine bifida.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va009c5, implanted: 2012-06-19 product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).